Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male admitted with angina and vt/vf arrest, in acute myocardial infarction/cardiogenic shock, was implanted with an impella cp device and an impella rp device for mechanical circulatory support. While on support, the patient was maxed out on all pressors when the impella cp exhibited persistent suction alarms and lost aortic and motor current pulsatility. The team began CPR with unsuccessful return of spontaneous circulation and the patient expired. The low flow was not resolved.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Product not was returned. Data logs show few motor current (mc) spikes with drop in flow and suction alarms. Overall the ps and flow are trending downwards. Clinical details state that the patient was said to be deteriorating and maxed out on all pressors. The cause of the low flow issue was most likely patient condition related. The cause of the ventricular tachycardia (vt)/ventricular fibrillation (vf) could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: b1-should have selected product problem in addition to adverse event. B2-should have selected death. D4 model number. Added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email.